Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had a power on reset (por). It was noted that during follow up with the patient in (B)(6) the physician noticed a remaining life time of less than one month on the device. Then on the (B)(6) the interrogation showed a remaining life time of 1.9 years. It was also noted that at some point in time after the por, the false battery measurement will not be included anymore in the remaining longevity estimator. No actions were taken as the device had recovered successfully from the por. The device remains in use. However, due to the device expected to be changed the patient was hospitalized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.